Event description:
The article 'early revision events among patients with a three dimensional (3d) printed cellular titanium or peek (polyetheretherketone) spinal cage for single-level lumbar spinal fusion' in expert review of medical devices 2022, vol. 19, no. 2, 195¿201, was reviewed. This is a retrospective, descriptive cohort study of patients that received a 3d-printed-titanium or peek cage with single-level lumbar fusion. Outcomes evaluated were device-related revision and non-device related reoperation events 6 months after lumbar fusion. There were 93 and 2,082 patients with a 3d-printed-titanium and peek cage that met study criteria. The sample size was 93 patients per group after matching. Patients were implanted with either a 3d-printed titanium cage (conduit, non-stryker) or peek lumbar spinal cages. The cage brands represented in the peek group were stryker avs, nuvasive coroent, and medtronic capstone/clydesdale. The two device groups were matched in 1:1 ratio using propensity score matching. The authors report seven instances of "device-related revision" for "displacement of internal orthopedic devices, implants, and grafts" (two patients). "Displacement of internal fixation device of vertebrae" (one patient), and lower back pain (four patients).

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
The article 'early revision events among patients with a three dimensional (3d) printed cellular titanium or peek (polyetheretherketone) spinal cage for single-level lumbar spinal fusion' in expert review of medical devices 2022, vol. 19, no. 2, 195¿201, was reviewed. This is a retrospective, descriptive cohort study of patients that received a 3d-printed-titanium or peek cage with single-level lumbar fusion. Outcomes evaluated were device-related revision and non-device related reoperation events 6 months after lumbar fusion. There were 93 and 2,082 patients with a 3d-printed-titanium and peek cage that met study criteria. The sample size was 93 patients per group after matching. Patients were implanted with either a 3d-printed titanium cage (conduit, non-stryker) or peek lumbar spinal cages. The cage brands represented in the peek group were stryker avs, nuvasive coroent, and medtronic capstone/clydesdale. The two device groups were matched in 1:1 ratio using propensity score matching. The authors report seven instances of "device-related revision" for "displacement of internal orthopedic devices, implants, and grafts" (two patients). "Displacement of internal fixation device of vertebrae" (one patient), and lower back pain (four patients).

Manufacturer narrative:
H3 other text : device location unknown.